Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that the catheter broke. The target lesion is located in the pleural area. A expel¿ drainage catheter with twist-loc¿ hub was selected for use. During procedure, it was noted that the catheter was very easily kinked on the metal stylet upon preparing. However, it was then inserted and the proximal part of the catheter was slightly broken right away, about 5-6cm from the hub. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.